Event description:
It was reported that during implant attempt the physician had difficulty with the leads. The leads were reconnected several times until the setscrew could not be engaged. The device was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; grommet damage was noted.